Event description:
On (B)(6) 2009, this pt was taken to the operating room for a nissen fundoplication and hiatal hernia repair. A new bean bag positioner was being trialed which caused the pt to be higher above the level of the mattress and arm boards than usual. This necessitated the stacking of blankets under the pt's arms on the arm boards, to levelize the pt's arms with his torso. These were secure with the pt's arms to the arm boards. Velcro straps over towel padding were used to secure the arms to the arm boards. This is a standard method of accomplishing this. I heard about the situation the following am. The pt positioned with head resting on foam pillow; arm bilateral on padded arm board, abducted at 90 degrees. Bean bag used to position trunk; steris split leg positioner, legs padded and secured w/velcro strap; skytron 6500. Roller blanket under thigh bilateral position under upper posterior thighs; arms secured with velcro straps; sheets folded to raise arms to level of chest. Pt developed post complication of bilateral radialpalsy. A bean bag with new gel pads was used to position pt's arms. Sheets were folded and placed under bean bag and secured with velcro to raise the level of the arm. The pt subsequently developed bilateral nerve palsy to upper extremities.